Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of knee components - reason not reported.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00162, 1038671-2018-00164 and 1038671-2018-00165.

Manufacturer narrative:
The devices were not returned and therefore, not evaluated. Upon review of all available information, the event was most likely caused by the patient's fall and micromotion between the knee components. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. The patient should be warned against unassisted activity, particularly use of stairs and other activities requiring excessive motion of the knee. Patients should be informed that their weight and activity level may affect the longevity of the implant. This device is used for treatment not diagnosis. No information, asked not provided.

Event description:
It was reported that a patient complained of pain after a fall. Follow-up x-rays showed lucencies and signs of loosening of the tibial components. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00162, 1038671-2018-00163, 1038671-2018-00164 and 1038671-2018-00165.